Event description:
(B)(4). About 1 1/2 years after having the procedure, my sides (where fallopian tubes are) started cramping really bad and I noticed swelling. Went to my gynecologist and was told that I had swelling in my fallopian tubes. My migraines have been unbearable. Backaches and forgetfulness are getting worse. Mood swings and depression are really bad.